Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella support, the device had numerous positioning alarms upon the patient's admission to the cardiac care unit (ccu) for ¿impella in ventricle¿. The device was repositioned at bedside. Shortly after repositioning and during patient transport, the medical team observed additional position alarms. It was recommended to verify impella position with echocardiography and reposition as needed. No further adjustments were needed for impella and no further alarms were reported by the medical staff.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.